Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set leaked from port 2. This was observed during use of the device for compounding in the hospital. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H9: correction/removal report number - 3010291427-06/21/2022-001-c. H10: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on by installing valve set sample onto compounder and a port 2 leak was not observed during testing. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.